Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the "pacemaker was setting off" the week the patient was passing. Follow-up with the clinic revealed that a past device check had indicated normal function, however there was no reason provided for the patient's cause of death.